Event description:
The account alleged that the side rail would not rotate or raise to the latch position. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.